Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
In 2012 a patient reported that they were not receiving any stimulation sensation. The patient states that he hasn't charged or had stimulation in a year. The caller reports coupling and or communication issues while recharging. An ins overdischarge is suspected. Patient was in jail for the last year. The patient was not able to get equipment to troubleshoot because of phone access/time. The patient has appt scheduled on (B)(6). Additional information was received in 2016 from the patient implanted with an implantable neurostimulator (ins). The patient stated that they are currently an inpatient at the houston va as their health care provider wanted to do an MRI, CT scan and sonograms for stomach problems (possible liver or pancreas failure) unrelated to the device or therapy. The patient reports that their ins would hold a charge for a shorter and shorter amount of time, then quit working; the patient states that around father's day their charge lasted a month and a half, then a month. Around their birthday ((B)(6) 2016) they could not charge and stimulation had stopped. Previously reported in 2012, the patient spent 14 months in jail and 3 months in and out of rehab and was not able to recharge during that time. After that, the patient met with a manufacturing representative (rep) who showed them how to recharge. The patient noted that the word "overdischarge" was not used at that time. The patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.